Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Per the additional information provided the flow 20 push/pull peg had been in place for nine (9) months. The instructions for use indicates, "peg replacement is recommended every 3 months or at the discretion of the physician." The cause of this report is likely related to using the product beyond it's intended life. The following can also be found in flow 20 push/pull peg instructions for use: the instructions for use direct the user to "make a 1 cm long incision through the skin, subcutaneous tissue. Caution: a smaller incision may contribute to extreme resistance of the gastrostomy feeding tube when exiting the fascia." The excessive resistance may lead to internal bolster separation from the feeding tube. The instructions for use indicates "using water-soluble lubricant and gauze, thoroughly lubricate the dilator and entire external length of the tube including the internal bumper." Excessive resistance may lead to internal bolster separation from the feeding tube. The instructions for use provides the following, "warning: if the tube does not rotate freely within the tract, do not attempt to use traction as a method of removal. Caution: the tube must be pulled straight out of the stoma tract." The use of excessive force may lead to internal bolster separation from the feeding tube. Prior to distribution, all flow 20 push/pull percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information in regard to this report: based on the information provided, a cook representative has been directed to contact the medical facility who implanted the device in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
After an endoscopic procedure where a cook flow 20 push/pull peg of unknown reference part number (rpn) was placed, the device separated at the juncture between the internal bolster and tubing. The internal bolster detached inside the patient's stomach. The patient was sent to endoscopy to have the separated part removed. The customer was unable to confirm the part or lot number. This customer did not purchase or implant this device. It was implanted at a different facility. This customer was just removing it. They said that the device is a 20 fr gastrostomy peg tube with a long pigtail.